Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was poor recognition of the passive marker. The site improved and resolved this issue by replacing the passive marker. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: unknown, ubd: 09-may-2024, UDI#: unknown. Product ID: 8801075, serial/lot #: 2205391, ubd: 09-may-2024, UDI#: (B)(4), g2: this event occurred in japan, see section e. H3, h6: the returned spheres (lot # 2205391) were analyzed. The five returned spheres had a scuffed appearance as if they had been cleaned. They returned an elevated geometry error when attached to a known good probe, but still within normal range. They had normal tracking. Codes b01, c07, c13, and d02 are applicable. H3, h6: the returned spheres (lot # unknown) were analyzed. The five returned spheres had a scuffed appearance as if they had been cleaned. They returned an elevated geometry error when attached to a known good probe, but still within normal range. They had normal tracking. Codes b01, c07, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.